Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to poor wound healing and dehiscence. The patient was afebrile. Wound cultures were taken, however, the results were not available to the field representative. It was noted the patient was large, however, the patient's weight was also not available. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.